Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and broken reservoir tube lip. Insulin pump had moisture damage on lcd board.

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer's blood glucose was 328 mg/dl. The customer stated that they had the device off to the side for a while so they could swim. When they went to check their blood glucose and to deliver a bolus, that's when the alarm sounded. The discontinuation of the device was advised. Nothing further was reported.